Event description:
It has been reported to us that during the procedure, the guide wire tip became caught inside the stent strut and separated from the shaft and remains inside the patient's vessel. The physician inserted the guide wire and used it with the stent system. The physician inserted the stent system and deployed the stent. At some point, the tip of the guide wire became caught in the strut of the stent. The physician pulled on the guide wire and the guide wire stretched out and the tip separated from the shaft and remains inside the deployed stent. The physician inserted another stent and crushed the detached tip of the guide wire into the patient's vessel. The patient is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.